Event description:
It was reported to philips that the allura device would not start. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during onsite planned maintenance of the system. The philips field service engineer (fse) inspected the system and found that the image processing pc was not working, causing the system to not complete its boot-up sequence. The fse replaced the image processing pc's bios battery and returned the system to use in good working order. The codes were updated based on the investigation outcome.